Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source may not turn on. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the light source would not turn on and the front panel would flash was not confirmed. An additional reportable malfunction of the inlet fuse box being burned out was identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "light source may not light up," the cause could not be identified, and the event "inlet fuse box burnt out" occurred due to the inlet fuse box being burnt out. Olympus will continue to monitor the field performance of this device.

Event description:
Most mornings, about one or twice a month at diagnostic procedures. Related patient identifier: (B)(6).